Manufacturer narrative:
According to the customer, " from the latter part of (B)(6) of 2024, the nurses were using the bags from the newer medline products. Soon, urine was gushing back into my bladder. I suffered intense bladder spasms, unbearable pain, nausea,fever and ended up with a serious bladder infection. I was getting sicker and weaker by the minute. The problem was the newer bags said they had an anti-reflux feature, so the nurses kept using them but it did not have the feature. I immediately realized that the urine drainage bag did not have the proper anti-reflux valve. My doctor prescribed me a heavy duty antibiotic, ciproflaxin, to fight the nasty bladder infection. I have had pain, suffering, mental anguish, psychological distress, and anxiety when I was so ill". It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, " from the latter part of (B)(6) of 2024, the nurses were using the bags from the newer medline products. Soon, urine was gushing back into my bladder. I suffered intense bladder spasms, unbearable pain, nausea,fever and ended up with a serious bladder infection."